Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose levels exceeding 400 mg/dl, and that every time she changes her insertion site the cannula is always bent. The patient stated that she was getting tired as a symptom of her hyperglycemia. The patient was released from the hospital after a few hours when they realized that her cannula was bent; an infusion set change was performed before the customer was released. Troubleshooting was initiated to review the customer's insertion technique and infusion set usage. An attempt to prime the pump resulted in a no delivery alarm; the customer was walked through the prime process and successfully completed the manual prime. The customer was advised that the pump is working as designed. Troubleshooting for the high blood glucose was declined. The insulin pump will not be returned, and three infusion sets were shipped to the customer.